Event description:
Device 2 of 2. Reference MFR report #1627487-2014-20320. It was reported the pt experienced loss of stimulation along with unintended stimulation. Diagnostics determined invalid impedances on one of the leads. Imaging revealed possible fracture in the lead. The sjm rep tried reprogramming to no avail. The pt is to consult the physician for next course of action. The pt has 2 scs leads. It is unk which lead is related to the issue. Hence, both of them are reported.

Manufacturer narrative:
UDI (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.